Event description:
In 2008, baxter rec'd a report of blood leak on an exeltra 190 dialyzer. This is the second blood leak for the same pt. In this incident, the pt complained of chest pain. There was a blood leak alarm. The blood leak was believed to be a fiber leak and was confirmed with a hemastix test. No other types of test strips were used. The test strip was used on the effluent poured out of the side of the dialyzer. The estimated blood loss for this event was not provided. The dialyzer was not reused.

Manufacturer narrative:
Eval summary: the baxter product analysis lab rec'd one used exeltra 190 dialyzer. Visual inspection of the dialyzer found no obvious defects. A manual leak test was performed and had a decay of 272 and 280 mmhg in 60 seconds. The bubble point leak test was performed and had a decay of 288 and 288 mmhg in 30 seconds. There were d in bubbles, which were slowly coming out of the venous dialysate port at the test strip zone. The leakage of fibers was confirmed. Nipro corp is performing a batch review of the reported lot number. A f/u report will be filed upon completion of the batch review or if add'l info becomes available.